Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.